Event description:
Reportedly, during testin, an oxygen sensor error occurred. Calibration of the oxygen sensor did not resolve the issue. The oxygen sensor was replaced, which resolved the issue. No pt involvement reported.

Manufacturer narrative:
(B)(4).